Manufacturer narrative:
(B)(4). Citation: j oral maxillofac surg 69:1550-1556, 2011; doi:10.1016/j.joms.2010.10.018.

Event description:
It was reported in a journal article (risk factors affecting postoperative hemorrhage after tooth extraction in patients receiving oral antithrombotic therapy) that the patient underwent an either a simple tooth extraction or surgical tooth extraction. Tooth extraction procedure during an unknown date. Tooth extraction was performed while continuing to administer maintenance doses of warfarin and/or antiplatelet drugs and in a minimally invasive manner with inflamed granulation tissue completely curetted. As for local hemostatic measures after tooth extraction, extraction wound after extracting erupted teeth was packed with absorbable hemostat and then horizontal mattress sutures were placed. Extraction wound after extracting impacted teeth was packed with absorbable hemostat and closed with silk sutures. The patient experienced postoperative hemorrhage and acute inflammation. Hematoma removal, compression, oxidized cellulose insertion, and re-suturing were possibly needed, and electrocautery and/or splinting were possibly needed.